Event description:
It was reported cadd extension set- leakage on the y piece. No patient injury reported.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Five samples were received without their original packaging, in used condition, and decontaminated inside a ziplock bag. During the visual inspection, the samples arrived damaged and broken between the y-site and valve check. During the leak test, a leak was presented between the y-site and valve check due to damage/broken issues. The root cause was due to damage or incorrect handling of the devices while in use by the customer. No corrective actions are performed since failure mode is not related with manufacturing process.